Manufacturer narrative:
The returned device was evaluated and the inspection showed the soft cannula to be torn off. It can't be determined when or how this damage occurred. Therefor in can not conclusively be determined if this damage contributed to the device to fail delivering insulin. Further inspection of the device did not find any other issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 5 and 24 hours on the back. Hyperglycemia treated by patient with a correction bolus of 20 units and activating new pod.